Event description:
It was reported that the transray plus 35cc intra aortic balloon (iab) had difficulty passing through the hemostatic valve of the sheath and broke at the balloon portion. It was determined that the inner lumen and optical fiber were also broken. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).